Manufacturer narrative:
The results, method and conclusion will be added in the final report.

Event description:
It was reported a cerebrospinal fluid leakage (csf) occurred during the patient¿s trial procedure on (B)(6) 2018. The physician performed a blood patch.

Event description:
Follow-up information provided the patient is doing well.